Manufacturer narrative:
(B)(4) date sent: 10/29/2015. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that six hours after a gastric bypass procedure, the patient experienced a sudden drop in blood pressure so the patient was brought back in. They saw that it was an arterial bleed using the original enseal device. During the case there were no issues with the enseal. Case completed with another device of the same product code to fix the post-op bleed.

Manufacturer narrative:
(B)(4). Batch #m91k0h. The device was received with formed staples within the knife track of the jaws. The jaws opened and closed normally and no anomalies were found when the device was inspected under a microscope. The formed staples were removed and the device was connected to a gen11 generator for functional testing. During testing the device passed all tested with no alert screens being displayed. The device was conforming. The batch history records were reviewed with no anomalies noted during the manufacturing process.